Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded, which indicates that the balloon was subjected to positive pressure. A longitudinal tear in the balloon material was identified beginning at the distal markerband and extending approximately 15mm proximally. No other issues were noted with the balloon material. A visual examination identified that an approximately 14mm section of the proximal end of one blade was lifted distally from the balloon material. The remaining 6mm of the blade and the full blade pad was fully bonded to the balloon material. The damage identified is consistent with excessive force being applied when resistance is encountered during the withdrawal of the device through the sheath. All other blades were intact and fully bonded to the balloon material. The lifted section of blade detached completely from the device during analysis. No issue was observed with the tip or markerbands of the device. A visual and tactile examination found the shaft of the device to be severely kinked at approximately 45mm distal of the strain relief. This type of damage is consistent with excessive force being applied to the device. This concludes the product analysis.

Event description:
It was reported that the blade was detached and the vessel was damaged. The 75-90% stenosed target lesion was located in the almost non-tortuous and mildly calcified vein side. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, the blade became difficult to remove after dilating the lesion several times and a part of the blade got detached at that time. A rupture occurred in the lesion where the device was difficult to remove as the blood vessel got damage by the blade. The physician performed percutaneous old balloon angioplasty (poba) with a 5-40 non-boston scientific balloon to stop the bleeding. After the bleeding stopped, the physician performed another poba with 6.0-40mm non-boston scientific balloon. There were no detach fragments left inside the body. The damaged part was veiled out and the procedure was completed with a different device. There were no further complications reported and no postoperative problems observed after the procedure.

Manufacturer narrative:
H6 - impact codes: corrected to 'additional device required' from 'no health consequences or impact'.

Event description:
It was reported that the blade was detached and the vessel was damaged. The 75-90% stenosed target lesion was located in the almost non-tortuous and mildly calcified vein side. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, the blade became difficult to remove after dilating the lesion several times and a part of the blade got detached at that time. A rupture occurred in the lesion where the device was difficult to remove as the blood vessel got damage by the blade. The physician performed percutaneous old balloon angioplasty (poba) with a 5-40 non-boston scientific balloon to stop the bleeding. After the bleeding stopped, the physician performed another poba with 6.0-40mm non-boston scientific balloon. There were no detach fragments left inside the body. The procedure was completed with a different device. There were no further complications reported and no postoperative problems observed after the procedure.

Event description:
It was reported that the blade was detached and the vessel was damaged. The 75-90% stenosed target lesion was located in the almost non-tortuous and mildly calcified vein side. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, the blade became difficult to remove after dilating the lesion several times and a part of the blade got detached at that time. A rupture occurred in the lesion where the device was difficult to remove as the blood vessel got damage by the blade. The physician performed percutaneous old balloon angioplasty (poba) with a 5-40 non-boston scientific balloon to stop the bleeding. After the bleeding stopped, the physician performed another poba with 6.0-40mm non-boston scientific balloon. There were no detach fragments left inside the body. The procedure was completed with a different device. There were no further complications reported and no postoperative problems observed after the procedure.